Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was 9.0 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. All of the buttons are functioning properly. No damage in the keypad assembly noted. The connector on the printed circuit board was inspected and properly connected. No unexpected stuck button noted during our testing. The insulin pump was received with scratched case.